Manufacturer narrative:
This medwatch report is for the coaguchek s system used. (B)(6). Will not be returned to manufacturer.

Event description:
Caller reports that during a correlation study the following coaguchek xs/coaguchek s results were obtained: >3.2 inr/4.4 inr; 2.3 inr/1.6 inr. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that he no longer has the strips, so no product will be returned for evaluation.